Event description:
It was reported that the fenestrated bipolar forceps instrument jaws were bent, misaligned during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found one grip was bent, causing side-to-side misalignment of the grips. There was a .225 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. The evidence was inconclusive, but the bent grips were likely due to mishandling/misuse. Failure analysis investigation also found the following additional damages to the instrument: there were scratches on the surface of the distal pulley. The pitch cable was frayed at the distal idler. No damage was found on the pulley and clevis. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable and/or the tube abrasions with material missing, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.